Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Gender: not provided.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report an issue setting the calibration code number on the one touch ultramini meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the night of (B)(6) 2013 the patient had an issue programming the reported meter with the correct calibration code number for the lot of test strips in use. Afterwards, the patient took her usual dose of humalog 75/25 insulin and the oral diabetes medication glipizide 5 mg. One hour afterwards, the patient experienced the symptom of sweating. She did not seek any medical attention or treatment. The issue was resolved with troubleshooting and patient education. The meter, test strips and control solution were replaced. The patient returned her meter to lfs for evaluation. On (B)(4) 2013 the meter was evaluated and passed testing with no problem found; the complaint was not confirmed. There was no evidence of a product malfunction. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking insulin after the meter issue occurred, this complaint is being reported.